Manufacturer narrative:
As neither the requested hardware nor the log was available, the investigation was performed based on the given information. During the replacement of the power supply on site, an oily substance was found. It was concluded that this was thermal grease which is used in the power supply. It is likely that a surplus of this grease caused a malfunction of the power factor correction. In the present case the power supply reacted on a failure as specified by automatically switching to battery mode. Mains was no longer available, which was indicated by the respective leds. In case of a loss of mains the apollo will initiate an audible and visible "power fail" alarm. Battery mode remains available for up to 90 minutes depending on the operation mode and battery state. This case was assessed to be non-reportable in accordance to 21 cfr part 803.

Event description:
This report is sent to give response to ufr (B)(4).